Manufacturer narrative:
(B)(4). Analysis description: failure event observed during analysis.final analysis found full breach degradation of the outer insulation at 4.4cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.